Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Two of the 3.2mm x 140mm bone pins snapped off inside patient while drilling. Approx. 1cm of the threaded part of the pin snapped off the first, approximately 4mm of the second. First pin snapped on I section, 2nd snapped on extraction. Case type: tka. 16-30 minutes.

Event description:
Two of the 3.2mm x 140mm bone pins snapped off inside patient while drilling. Approx. 1cm of the threaded part of the pin snapped off the first, approximately 4mm of the second. First pin snapped on I section, 2nd snapped on extraction. Case type: tka. 16-30 minutes.

Manufacturer narrative:
Reported event: two of the 3.2mm x 140mm bone pins snapped off inside patient while drilling. Approx. 1cm of the threaded part of the pin snapped off the first, approximately 4mm of the second. First pin snapped on I section, 2nd snapped on extraction. Case type: tka. 16-30 minutes. Product evaluation: product inspection could not be performed as the product was not available for evaluation. Product history review: product history review did not reveal any results and product was not returned. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 213527, lot number 48470618, shows 00 additional complaints related to the failure in this investigation. Conclusion: the event could not be confirmed as the product was not returned for inspection. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.